Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(6).